Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. The reported difficult to remove was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from the reported lot, as there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during support protection wire/tip mandrel removal, the tip of the device was inadvertently pulled as well; thus resulting in the reported difficult to remove ¿ mandrel/stylet and ultimately resulting in the reported stent premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use of the 5x80 mm absolute pro self expanding stent system (sess), the stent was partially deployed and flowered after the stylet was removed with resistance noted. Therefore, the device was not used and there was no patient involvement. Another same size absolute pro sess was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.